Manufacturer narrative:
Per tech: upon evaluation found the scooter to be in good working order.

Event description:
Consumer is alleging her unit tipped over with her in it.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer is alleging her unit tipped over with her in it.